Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient experienced a serious adverse event for increased blood glucose in (B)(6) 2014 and a non-serious adverse event for hypoglycemia in 2015 (specific date unknown). On (B)(6) 2015, he reported that the foot on the injection screw of his humapen ergo ii device had detached. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Based on the timeline of when the serious increased blood glucose event occurred and the detached foot were reported, it is unlikely that the defect was related to the serious adverse event. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer, who contacted the company to report a product complaint and adverse events, concerns a (B)(6) male patient. Medical history included diabetes since 2002. To treat this medical condition, the patient started to use unspecified oral medications until (B)(6) 2014 when his fasting blood glucose was 14 (no units). Information regarding historical drug adverse effects for him or his family was not provided. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25) from a cartridge, via a reusable pen (humapen ergo ii royal/royal blue), 20 dosage form (df) in the morning and 14 df in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning in (B)(6) 2014, prescribed by his physician after being treated with oral medications. In (B)(6) 2014, shortly after starting insulin lispro protamine suspension 75%/insulin lispro 25%, the patient was hospitalized due to body discomfort and high fasting blood glucose, which had a value of 26 (no units). Reportedly, the patient was hospitalized for three weeks (discharge date unknown) and the treatment with insulin lispro protamine suspension 75%/insulin lispro 25% was continued. Later, in 2015 (time to onset unknown), the patient experienced two episodes of hypoglycemia. According to the reporter, his blood glucose values were 2.8 and 3.9 correspondingly. As action taken, the dose of insulin lispro protamine suspension 75%/insulin lispro 25% was decreased to 16 df in the morning and 12 df in the evening. On (B)(6) 2015 ,she found injection pen screw rod bottom was lost and had to replaced it with a new one (pc (B)(4)/lot number unknown). Information regarding further corrective treatments and outcome for the events was not provided. Treatment with insulin lispro protamine suspension 75%/insulin lispro 25% was continued. Information regarding the operator of the humapen ergo ii and training status was not provided. The general humapen use started in (B)(6) 2014. The suspect humapen ergo ii had been used for approximately one month. The device was not returned. The reporting consumer did not know whether the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or the humapen ergo ii device. Follow-up will not be attempted, because the initial reporter declined to provide additional information and contact details for the treating physician were incompletely provided. Edit 10-dec-2015: additional information was received via internal on 08-dec-2015. Pc (B)(4) was received and processed accordingly. Updated new information in narrative. Update 15-jan-2016: additional information received on 15-jan-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.